Manufacturer narrative:
Analysis of the pump found no anomalies.

Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that a pump had a pending alarm. It was noted that the pump was not implanted. The logs showed a motor stall occurred on 2015 (B)(6) and recovered on 2015 (B)(6). It was a pump was new and there was no drug in it. There was no patient associated with this event. A follow-up report will be submitted if more information becomes available.